Event description:
At 9:05 am: dexcom g6 reading 149 mg/dl. Open app and then get a "attempting to reconnect. Wait up to 30 minutes" error. Last reading was 149 mg/dl at 6:07 am. No readings between 6:07 am and 9:05 am. Finger stick is reading 64 mg/dl. Now all the data loaded on the app, showing the blood sugar dropping and I could have caught that if the dexcom app was working appropriately, but not working and not relaying the blood glucose data. This is a problem with the mobile app. Dangerous low because of their faulty product.